Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for infection at the midline incision. The patient was hospitalized, and intravenous antibiotics were administered to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Second lead information: brand name - evoke cap12 percutaneous lead kit - 60cm. Model - 102878. Catalog - 3008. Lot/batch number - 9017614490. (B)(4).

Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system, include ¿infection that may require hospitalization with intravenous antibiotic therapy as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release. Second lead information: manufacture date: 27jun2024. Expiration date: 27jun2026.